Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 4 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and bleeding at site with an inaccurate sensor reading. And also reported smart guard is not connecting due warming up. The customer reported blood glucose value of 42 mg/dl. The event involved product(s) mmt-7040a, mmt-7040a, mmt-7040a, unomedical, mmt-1884 and mmt-332a. Troubleshooting was performed and the sensor glucose value during the event was 80 mg/dl and the blood glucose value during the event was 42 mg/dl. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-7040a, mmt-7040a, mmt-7040a, unomedical, mmt-1884 and mmt-332a.